Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Were there any adverse patient consequences? Was there any medical or surgical intervention to treat the patient consequence? Is the lot number of the suture known?

Event description:
It was reported that a patient underwent a hernia procedure on unknown date and suture was used. During the procedure, the suture broke. A different device was used to complete the procedure with no adverse patient consequences. Additional information was requested.